Event description:
A confirmed catheter fracture was reported. It was stated that patient experienced withdrawal was reported. A pump replacement and catheter revision were being planned. Additional information has been requested; a follow-up report will be sent if it becomes available.

Event description:
Additional information: it was reported, the patient presented a week prior to this report with symptoms of acute baclofen withdrawal. He was admitted, an x-ray was performed, and it was determined his catheter was cracked. As of the date of this report the patient was still in the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, lot # l66512, implanted: (B)(4) 1999, explanted: unk.